Event description:
A malfunction occurred on a customer's pump, though no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions for resetting the pump, assisted the caller with resetting it, and confirmed that the malfunction code did not recur. The customer was able to continue using the pump and was advised to call back if the malfunction code appeared again, which the caller understood.